Event description:
The customer reported via phone call that the sensor needle broke during insertion. Customer is following insertion protocol. Blood glucose value was 6.2 mmol/l. The sensor would be replaced and returned for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and the needle was found separated from the sensor. The needle was whole with no missing parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.